Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('punctured organ/perforation other') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the perforation, device expulsion, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and perforation to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Previously reported event injury was deleted and was updated to new events following events were added : pelvic pain, abdominal pain, punctured organ/perforation other, expulsion, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), nickel allergy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.